Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient had rectal discomfort after spaceoar placement. Review of the images showed a rectal wall infiltration in the serosa layer. On august 23, 2021, additional information was received stating that the patient is a low-volume favorable intermediate risk patient, the patient had endoscopic ultrasound (eus) and the gastroenterologist said that there was definitely no submucosal/mucosal involvement, some focal infiltration in the outer musculature of the rectum. There were no patient complications reported as a result of this event. The patient will move forward with standard fraction on the view-ray. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.